Event description:
Caller reported encountering a cartridge alarm 20 with their pump, but there was no adverse impact to the customer's blood glucose level. The pump was confirmed to be within warranty, and despite consecutive cartridge alarms, no prior similar issues with the pump sn were noted. The customer, instructed by cts, will transition to manual injections temporarily, and a replacement pump was sent. Cts provided guidance on putting the original pump into storage mode and returning it to tandem, as well as programming settings and connecting their cgm to the new pump.